Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. Run rule was triggered for the month of jun 2021. The trigger is addressed under crf 502712. The crf is currently closed. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 06/16/2021. An investigation was conducted on 06/23/2021. A visual inspection was conducted. The device was returned inside the outer packaging. The device was removed from the outer packaging. The individual package containing the device was observed to be intact. No visible damage was observed. The expiration date on the package read 2020-07-17. A request for the purchase order was sent. The package containing the device was shipped on 9/10/2018, well before the expiration date on the product. (Please see attached email). Based on the returned condition of the device, and the information the reported failure "manufacturing, packaging or shipping problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they ordered 5 kits of acrobat positioners and 1 of 5 was expired when delivered. Kit was opened but not used in case. Staff recognized discolored tubing and checked date on packaging. Kit had been expired for nearly a year. Second kit was opened and the case was completed without issue. No patient involvement.